Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the same defect on this lot number 9366720. One sample was received. This one was decontaminated and then tested. Firstly, we observed that the white luer was unglued and the metallic mandrel was bent. Functionality of the product was tested and revealed a sock effect, the metallic mandrel was difficult to push out and a sock effect was observed (the catheter folds in on itself). The quality database was checked and revealed one non-conformity for "mandrin stuck in the vortek j catheter" potentially related to this complaint's description. The root cause analysis is ongoing at this time. A similar case study was performed based on the percutaneous nephrostomy family product with a functionality defect from july 2020 to july 2024: 6 similar cases were found. A risk management file evaluation was performed. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. B3: estimated date.

Event description:
According to the available information, the inner stylet is stuck.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found 2 other complaints on the same defect regarding the lot number 9366720 ((B)(4)) b3: estimated date.